Event description:
Zenith aaa endograft placement was successful. Difficult aortic neck anatomy was overcome and suprarenal placement looked textbook. No endoleaks were noted. There was a "ledge" at the aortic neck and the physician wanted to re-balloon the area for a second time. The balloon inflation at the site went well. Upon withdrawing the balloon through the contralateral iliac leg, the physician decided to balloon at the distal seal site one more time, when he felt the sealing stent "pop". As soon as the balloon was removed the anesthesiologist noted a drop in aortic pressure to 30 systolic. The molding balloon was in place in the aorta, just below the renals and was inflated to control the bleeding. Extensions were placed into the iliac artery from above the rupture to the external iliac artery. The physician noted a persistent leak after placement of the iliac leg extension and placed another iliac leg extension to bridge the difference in the two extensions, then placed another MFR's graft into the external iliac artery. The rupture was sealed. The pt was stabilized and sent to ICU. Refer to 1820334-2003-00266 for add'l info.